Manufacturer narrative:
Follow-up (4/22/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter was found to have sticky switch/button. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging up and down arrow buttons were giving an incorrect response, also they were not responding unless applying pressure. The reporter alleged the ok button did not respond either unless applying pressure. This complaint is being reported because the reported issues were not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.